Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The event problem was not verified, as the customer cancelled the service call. No further information is available. (B)(6).

Event description:
Customer reported that there was a blood back and shutdown that occurred on the cs300 intra-aortic balloon pump (iabp). No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) has advised that subsequent to this event, the facility's biomedical engineer confirmed that a false blood back occurred and cleared the iabp for clinical use. Since then, preventive maintenance (pm) and the requisite current field actions have been completed by a getinge company representative, and the iabp is in good working order.

Event description:
Customer reported that there was a blood back & shutdown that occurred on the cs300 intra-aortic balloon pump (iabp). No adverse event was reported.